Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address instability and tibial tray loosening at cement/implant interface. Cement MFR is unk.